Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.